Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of "broken therapy connector", both of the output connectors were broken. It was additionally noted that one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved and the generator then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken therapy connector. The generator was returned for service. There was no patient involvement.